Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a revision procedure wherein the leads were relocated and remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).